Event description:
Procedure type: lap chole. According to the reporter: upon removing the port, it was noticed that the blue tip was fractured and broke off into tissue. The tip was retrieved from the pt. There was no report of pt injury, unanticipated blood/tissue loss, or extended or time.

Manufacturer narrative:
(B) (4). (B) (4).